Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to MFR report 3005099803-2009-04731, for the other associated device info. It was reported to boston scientific corp, that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the first autotome did not cut the tissue. There was burning associated with a little smoke, but no tissue was cut. A different electrosurgery generator, and the same non boston scientific interface cord were used with a second autotome rx sphincterotome, however, the same event occurred. The procedure was completed with a non boston scientific tome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok / normal.

Manufacturer narrative:
Although the suspect device has been received for analysis, the investigation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).